Manufacturer narrative:
Product identifier is unknown . Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via the manufacturer representative regarding an event which occurred after an initial l5 / s1 tlif procedure on (B)(6) 2021 for a patient diagnosed with lcs. It was reported that cage backed out due to loosening of screw. The screws which were explanted did not have any malfunction. These products were replaced with the reported products on (B)(6) 2021. Pseudomonas aeruginosa infection was confirmed on (B)(6) 2021, and all implants were removed on (B)(6) 2021. Implants have been discarded at the hospital. No other patient injury / complication was reported.